Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for exceeded atrial tachycardia/ atrial fibrillation (at/af) burden was received. It was noted that some of the automode switching (ams), at/af episodes were genuine and some were due to atrial lead noise. Oversensing of noise was triggered as ams. The atrial lead was being monitored. The patient was stable.